Manufacturer narrative:
The company service representative examined the unit and replicated the reported event. The company service representative performed optical cleaning and output adjustment to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to component wear. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the console presented with lower energy/power. The procedure was completed without any further issues. There was no patient harm. Additional information confirming the issue was with laser indirect ophthalmoscope (lio) headset.